Event description:
It was reported that there was an infection of the right electrode, the entire system which included both electrode and connector had been removed on (B)(6) 2014. There was hospitalization or prolongation of existing hospitalization. The infection had resolved completely on (B)(6) 2014. The outcome was resolved completely.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot # unknown, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial # unknown, explanted: (B)(6) 2014, product type extension; product ID neu_unknown_ext, serial # unknown, explanted: (B)(6) 2014, product type extension. (B)(4).